Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the top rear label had some cracks, the rear housing was damaged and the battery door was missing. Review of the event history log showed the pump displayed multiple occurrences of high pressure alarms. Functional testing involved sensor verification and showed the device's downstream occlusion sensor value was within manufacturing specification. The downstream occlusion sensor was replaced as a preventive measure. The problem source could not be identified. Based on the investigation, the complaint allegation was not confirmed.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd-legacy pump did not reach the pressure it was supposed to. No adverse effects reported.